Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, customer installing extension tubes with loose conical sleeves that cannot be tightly connected to the extension tubes and leaks. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of loose groshong connector connection is inconclusive because the problem could not be reproduced one 4 fr groshong two-piece connector was returned for evaluation. An initial visual observation of the returned two-piece connector revealed use residues throughout the returned device. The two-piece connector was returned disassembled. A functional test of attempting to insert the proximal connector piece into a non-complainant distal connector revealed each connector piece to connect without easily disconnecting. The complainant distal connector was bisected longitudinally to identify whether the compression sleeve was advanced. A microscopic observation revealed the compression sleeve in the complainant distal connector piece to not be advanced upon bisecting the connector. Nothing remarkable was observed along the proximal connector piece nor the distal connector piece during microscopic observations of the proximal connector arms distance was measured to be 0.130 in. Which is within specifications.125 in.±.005 in. At the upper limit of the specification. The confirmation of the failure of a loose connection could not be confirmed during measurement and functional testing of the device; however, the complaint remains inconclusive at this time because the distal connector segment was not functionally tested prior to dissection. This complaint will be recorded for future trending and monitoring purposes.